Event description:
It was reported that a patient underwent a right hip arthroplasty. Subsequently, the patient was revised sixteen (16) years post implantation due to dislocation. The head and liner were explanted.

Manufacturer narrative:
(B)(4). D10: unknown epoch femoral stem unknown. Unknown trilogy cluster shell unknown. Unknown 32 biolox head unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Image was not submitted for mmi assessment as date of image appears to be before the dislocation revision date. It is not clear how this would correlate to revision for dislocation allegation provided. Rep is unsure what xray was intended to depict at that point. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.